Manufacturer narrative:
B3: unknown; no information has been provided to date. The device was received for evaluation. Visual inspection noted the downstream occlusion (dso) seal was degraded. Service history review identified there was no indication that the complaint was related to a service of the device within the review period. No issues were found in the event history log. Functional testing was able to duplicate the customer's reported problem. The primary cause of the problem was found to be contamination at the dso and upstream occlusion (uso) sensors and lock area. The main board, dso and uso sensors and lock were all replaced.

Event description:
It was stated that the pump was defective. There was unknown patient involvement and unknown patient harm/adverse event reported. Analysis found the downstream occlusion (dso) seal was degraded.